Event description:
(B)(4). Suffered severe cramping, pelvic pain, enlarged uterus, dyspareunia, dysmenorrhea, nights sweats, heavy periods, all over body aches and pains, severe bloating, gi issues, migraines, dizziness, brain fog, anxiety, depression, unexplained rashes/hives, extreme fatigue.